Manufacturer narrative:
This is an addendum to the initial MDR to update the record based on information received via maude event report (mw5071339). The information in the report states that based on the patient's symptoms his doctor thinks there is chronic inflammation and nerve entrapment. Based on the additional information there is no change to the initial conclusion. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient¿s reported post operative course. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
It was reported that in (B)(6) 2017 the patient underwent a right side inguinal hernia repair with a bard 3dmax mesh. The procedure was performed laparoscopically in a tep fashion without fixation. The contact alleges that since the surgery the patient is in constant pain. As reported the patient was told that the chronic pain "is most likely caused by the mesh due to an increased inflammatory response." The contact reports that the patient is currently taking over the counter pain medication and that if the pain persists the patient's doctors have recommended shots and a possible neurectomy. Addendum per maude event report (mw 5071339): "on (B)(6) 2017 of this year I had laparoscopic hernia done by tep. I have had pain everyday since surgery where it progressed to get better but then leveled off and is now slowly getting worse. The doctor has no recommendation other than to have an ultrasound, which he thinks won't show us anything new, nerve block shots and then possibly remove the nerves which does not remove the cause of the pain. According to him there is no sign of recurring hernia and the operation went as well if not better than he thought it could. But no real solution to the pain. Based on the symptoms he thinks it is chronic inflammation and of nerve entrapment caused by the mesh."

Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient¿s reported post operative pain. The patient is approximately three months post op; it is not uncommon for a patient to experience some type of post surgical pain and discomfort. As reported the patient is currently being treated with over the counter medication; however indicates that he has discussed other options with his doctors if the pain persists. Should additional information be provided, a supplemental MDR will be submitted. A manufacturing review was performed and found that the lot was manufactured to specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in (B)(6) 2017 the patient underwent a right side inguinal hernia repair with a bard 3dmax mesh. The procedure was performed laparoscopically in a tep fashion without fixation. The contact alleges that since the surgery the patient is in constant pain. As reported the patient was told that the chronic pain "is most likely caused by the mesh due to an increased inflammatory response." The contact reports that the patient is currently taking over the counter pain medication and that if the pain persists the patient's doctors have recommended shots and a possible neurectomy.